Event description:
Olympus was informed that during a therapeutic hysteroscopic transcervical resection of the endometrium (tcre) procedure, the loop wire of the suspect medical device broke/fractured inside the pt. It is unk whether a fragment/part of the loop wire broke off and fell inside the pt's uterus. However, multiple x-rays were foreign subjects were noted. The intended procedure was reportedly completed by using a similar device and there was no report about pt harm or injury. Nevertheless, the pt was hospitalized as a measure of precaution.

Manufacturer narrative:
The suspect medical device was not returned to the MFR for eval/investigation as it was reportedly discarded by the user facility. Therefore the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unk. However, a mfg and quality control review was performed for the affected lot number of the hf-resection electrode w/o showing any abnormalities related to function and safety. The case will be closed from olympus side but may be re-opened if add'l significant info becomes available at a later time. Then, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.